Manufacturer narrative:
Product event summary: the analyst noted that the package was not returned with the lead. Visual analysis found the distal conductor distorted at tr spacer location. According to the complaint, it cannot be determined at the time of analysis how and when this damage occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling.

Event description:
It was reported that during the implant procedure, the physician did not like the shape of the left ventricular lead after it had been removed from the package. The physician thought the shape was compromised in the package. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.